Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The event occurred in great britain. It was reported that the distal tip of the cutting loop has melted/burnt off. During the procedure, the instrument was connected to the resectoscope and the resectoscope was then connected to the generator for use. During use the sparks were observed at the distal tip of the instrument and the instrument was then removed from the patient. It was then observed that the distal tip of the electrode had burnt/melted and pieces were missing. The clinician then had a look in the cavity for any broken components but was unable to identify anything. An x-ray was requested and completed, however this showed nothing inside the patient. This caused a delay of roughly 60 minutes. The procedure was then concluded and not complete.